Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The claimed issue was related to pressure transducer test failure during pre-use check. Further received information indicated that the issue was solved by cleaning membrane of the expiratory cassette. The device passed all performance tests and could be returned to clinical use. Identification of issue is done by analyzing problem description and service report. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).